Event description:
It was reported the patient no longer had effective stimulation. It was reported the patient had been reprogrammed twice, however, the patient was not receiving enough stimulation coverage to her back. It was reported the next course of action was an add'l reprogramming attempt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.